Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient coded which was the reason for intubation but the device's adapter kept slipping out while bagging. The clinician tried to tighten it, but the issue persisted. The respiratory therapist had to hold the adapter in place while bagging. The patient expired. The death was reported to be unrelated to the device.